Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined and subsequent treatment appears to be related to procedure circumstance. It should be noted that the starclose instructions for use (IFU), states that this device is restricted to sale by or on the order of physicians (or other healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operators must review the IFU and be familiar with the deployment techniques associated with the use of this device. In this case, as a specific failure mode in unknown, it is unknown if the absence of training contributed to the reported event. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A general complaint was reported regarding vessel puncture closure attempted, using starclose se devices. Reportedly, the starclose se device did not work properly and failed to achieve hemostasis. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).